Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The dentist letter of recommendation mentioned that the patient is not a sutiable candidate for byte treatment due to patient's recent dental implant, which requires stabilization period and byte treatment could compromise the implant's integrity.